Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. There was noted wear on the enclosure, float switch, tank cover, front cover, line cord, and pole clamp. In addition, the device had a bent microswitch and outdated pcb and power switch. During the evaluation of the device, the old pcb was not working properly. This was found to be the cause of the initial complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical device was not sounding for alarms. There was no reported adverse events.